Event description:
On (B)(6) 2012, pt reported needing assistance setting up her backup infusion device due to insulin/moisture in the cartridge compartment. Pt stated she changed the insulin cartridge and had to prime 3 times, and when she removed the cartridge, she noticed moisture around the cartridge. Assisted pt with setting up her backup infusion device. On callback on (B)(6) 2012, pt declined to provide info regarding her primary infusion device. On f/u call on (B)(6) 2012, pt reported she wants to return the infusion device due to elevated blood glucose levels. Pt stated there was a leak in the insulin cartridge and a lot of condensation on the cartridge and cartridge compartment. Pt's cartridge compartment is currently dry. Pt reported she was able to dry it out by air drying. Pt has never changed the infusion adapter. Advised to change the adapter with every 10 th cartridge change. Assisted pt with switching the cartridge, adapter, and infusion set tubing to the primary infusion device. Pt stated there was no condensation in the cartridge compartment of the backup infusion device when she used the new insulin cartridge. Pt reported her elevated blood glucose levels have come back down close to normal range for her. Pt stated her blood glucose levels were in the 500-600 mg/dl range. Pt reported she treated her elevated blood glucose by switching to the backup infusion device and did not seek medical treatment. Pt stated she is a brittle diabetic and does not have a real normal range. Pt discarded the alleged insulin cartridge and infusion set. The pt did not require assistance from a healthcare professional or second party to address the issue. Infusion adapter was replaced and requested return of the alleged infusion adapter for eval.